Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) received one inappropriate shock due to t wave oversensing. It was noted that the patient is on dialysis and her electrolytes were off. Technical services (ts) reviewed, and this is the only episode that is stored and there were no issues with the amplitude. The device is programmed to secondary 1x gain and smart pass is programmed on. Ts suspects this was related to dialysis and no programming changes were made. At this time, the system remains in service. No adverse patient effects were reported.